Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that the distal seal of the delivery system introducer was damaged. Blood was observed on the delivery system introducer distal seal. Visual analysis of the introducer indicated damage during use. The analyst noted a partial introducer was returned without the dilator. The distal seal is has a tear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the introducer hemostasis valve was blocked and leakage was observed. The introducer was able to be used to complete the implant procedure. No patient complications have been reported as a result of this event.